Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: subtotal hysterectomy, bilateral salpingectomies. Event description: "surgeon had placed uterus in the alexis ces bag and had pulled bag to the outside of the abdomen. After pulling white ring of alexis ces, had checked to see the location of the specimen before rolling the ring of the alexis ces and had noticed that specimen was not in bag. Had put the scope into the abdomen, had noticed that specimen had fallen out of the bag. When pulled the alexis ces out from the abdomen, there was a hole at the bottom of the bag." Additional information received on march 26, 2018: "I spoke to the tm who attended the case. She said that the scrub nurse folded the alexis ces and did not notice the hole/tear. The bag was not specifically inspected for tears. The specimen was measure 2 weeks prior to the case as 12 x 11 x 8cm. After the incident, the specimen was able to be placed into a gtb14." Type of intervention: unk. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned for evaluation. Visual inspection confirmed the complainants experience of a hole in the bottom of the bag. Based on the condition of the returned unit, the reported event was caused by a missing film to film seal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.